Manufacturer narrative:
Investigation summary: bd did not receive samples or photos from the customer in support of this complaint. Therefore, 96 retention samples from the bd inventory were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Furthermore, 10 retention samples were functionally tested and the issue of closure assembly was not observed as no issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tube there was stopper creep out or loose closure and sample leakage. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the cap comes loose, causing blood to spill."